Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the insertable cardiac monitor lost communication and no egms were displayed. The physician elected to complete the procedure with a different insertable cardiac monitor. There were no patient consequences.

Manufacturer narrative:
The reported events of incorrect readings and failure to interrogate were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Functional analysis of device was performed, including telemetry tests, and no issues or anomalies were noted. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.